Event description:
The lay user/reporter called lifescan (lfs) in 2008 on behalf of the lay user/patient and alleged that her one touch ultra2 meter was giving inaccurate high readings. The medical affairs listened to the recorded call and classifying the complaint based on the information received, as the reporter could not be reached by phone to obtain additional information. The patient received blood glucose results of 151 mg/dl on her one touch ultra2 meter and 121 mg/dl on another meter, performed within less than 10 minutes of each other. Based on statistical methodology, the calculated difference of these results does not exceed the expected value of less than 30%. The reporter mentioned that the patient received above-mentioned readings on four days earlier at about 8:00 am. The patient was feeling shaky and sweaty sometime after testing that morning. She felt better after eating breakfast. The reporter stated that the patient had taken usual dosage of novalog and levemir that morning. The reporter denied of the patient receiving any medical attention due to the reported issue. The reporter also mentioned that the patient had not used the lfs meter for a month prior to the day of the incident, as she was hospitalized for a month prior to the issue occurred. It would have been helpful to know what time did the patient started feeling symptoms, are those above-mentioned symptoms typical symptoms of low or high blood sugar for her, does she usually base the dosage of her insulin on meter readings or not, how much insulin did she take that morning, at what time did she take insulin, and what was the reason for hospitalization. The customer service agent (csa) verified that the patient was following correct method to test and to clean the puncture area, she was reading the meter right side up, the sample was drawn from an approved source, and the unit of measurement was set correctly. Replacement products have been sent to the patient. This complaint is being reported as an adverse event, as the reporter claimed of the patient receiving a higher reading on the reported lfs meter and later, felt sweatiness and shakiness, which could be associated with hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.